Manufacturer narrative:
(B)(4). Additional information: a batch review of the associated lot number was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette tubing was dirty. The event occurred before the cassette was used on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). As the cassette was not returned a device analysis cannot be completed. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.